Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible on the balloon and shaft consistent with the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated 21cm distal to the strain relief tubing confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. The patient anatomy was mildly calcified which likely contributed to the reported difficulties. Further, as force was applied in the attempts to advance the sds as resistance was encountered would contribute to the shaft kinking as there was no damage noted to the sds prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further manipulation of the shaft outside of the patient anatomy at the kink location likely contributed to the shaft ultimately separating. It should be noted the ml8 instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported failure to advance and hypotube separation appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 23 mm rx multilink 8 is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a calcified lesion in the median left descending artery with 70% stenosis, a 3.0 x 23 mm rx multilink 8 stent system was advanced into the patient anatomy. Resistance was felt and force was applied, but the stent system was unable to cross the lesion. A kink occurred at the proximal shaft and the device separated into two pieces at the kink which was outside of the patient anatomy. The device was removed from the guiding catheter without resistance or force. A 3.0 x 18 mm rx multilink 8 stent system was then advanced into the patient anatomy, and the same separation occurred. The delivery catheter was removed from the guiding catheter without difficulty and a non-abbott stent system was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. Though requested, no additional information was provided.